Event description:
Caller reported a cgm error related to their sensor. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided the caller through resetting their pump, and subsequently, the error did not reappear, allowing the caller to successfully start their sensor session.